Manufacturer narrative:
H10: the lot number for the malfunction is unknown, therefore the manufacturing review could not be conducted. The sample was not returned for evaluation, however medical records were provided for review. The investigation was confirmed for migration. The root cause could not be determined. The device was labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of reported information indicated that model rf048f, vena cava filter, allegedly experienced unintended movement and migration of device or device component. This information was received from one source. This malfunction did involve patient with no patient consequences. The patient is 44 years of age, the gender is female; however, the patient¿s weight was not provided.

Manufacturer narrative:
The sample was not returned for evaluation, however medical records were provided for review. The investigation was confirmed for the unintended movement. The root cause could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of reported information indicated that model rf048f, vena cava filter, allegedly experienced unintended movement. This information was received from one source. This event did involve patient with no patient consequences. The patient is (B)(6) years of age, the gender is female; however, the patient¿s weight was not provided.